Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. In this case, it is likely the device interacted with the moderately calcified, moderately tortuous lesion during advancement, resulting in the reported failure to advance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a right coronary artery (rca), moderately calcified lesion. Following pre-dilatation, a 3.5x19mm graftmaster stent delivery system (sds) failed to cross the lesion due to anatomy. The device was removed without issues reported. Another graftmaster with a buddy wire crossed successfully. Timi flow iii was observed following. There was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.d10, h3: although initially reported as not returning, the device was subsequently returned for analysis.h6: method code 4114 removed.